Event description:
Event occurred in the pt's occurred in the pt's home. On multiple occasions the vent was being switched from one power source to another and would shut down with alarm. Unit was able to be powered back on and function. No pt harm indicated.